Event description:
It was reported that customer experienced continuous glucose monitor error during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error did not recur after reset, and successfully started new sensor session; no additional information was received regarding any further outcome.